Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported the customer's blood glucose was high when their batteries were running low. The customer was also concerned that they were not receiving insulin when the battery was low. The customer also reported cracks around the bottom corners of their insulin pump's screen. No additional information provided.